Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 54 mg/dl. The cause of low bg was unknown. The customer was unresponsive and received third party assistance from their spouse, who provided glucagon injection to address bg. No additional patient or event information was available.